Event description:
The alleged display display issue was reported by a lifescan (lfs) employee in (B)(6) on (B)(6) 2012. The lfs employee stated that the results on the trend screen menu were allegedly only displaying the months with longer names partially . I.e. (B)(6) showed as (B)(6) with the "g" in (B)(6) partially cut off on the meter display screen. The alleged issue occured after data was uploaded for testing purposes. The alleged issue was not resolved with troubleshooting. This complaint is being ruled out as an adverse event because the patient did not report developing symptoms suggestive of a serious injury or receiving treatment as a result of the alleged issue. However, this complaint is being reported because there is evidence that the subject meter malfunctioned.

Manufacturer narrative:
(B)(4): the meter failed testing, the primary complaint was confirmed; the meter was found to have a software issue.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.